Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up in the clinic, the left ventricular lead exhibited loss of capture at maximum output. A chest x-ray confirmed that the lead was dislodged. The device was reprogrammed to right ventricular pacing stimulation mode only. There were no consequences for the patient who was clinically healthy.